Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion due to charge time. The device was explanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Longevity calculations confirm that the device exceeds expected longevity. The battery status of the device at explant was eri. Manual therapy availability testing was performed, and the device passed all testing. It is concluded that the device meets specifications for normal battery depletion.